Manufacturer narrative:
The device was received, and evaluated. Evaluation determined that the reported issue was confirmed. The device transducer receptacle was found damaged with broken pins observed. Minor dents observed on unit chassis, and minor scratches on top cover. The identified parts were replaced, device was repaired. Once completed, the device was tested, and passed all required testing and specifications. Reported issue was due to broken pins in the transducer receptacle attributed to electronic component failure. Probable cause likely due to users maintenance, and handling issue.

Event description:
It was reported that during a therapeutic procedure, the device transducer was found broken. There were no further details provided regarding the reported event. No known patient harm, or injury reported. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The reported failure is a known phenomenon that is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device.

Event description:
The type of procedure was percutaneous nephrolithotomy (pcnl). After a delay of unknown length of time, the surgeon used a competitive device to complete the procedure. There was no patient injury/harm related to this event. Patient current condition and demographics were not provided. The device was inspected prior to use and that is when it was found to be broken.

Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates.